Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsc5 did not activate upon demand and the shaft required excessive force to twist into position. Another device was used to complete the case. There was no consequence to the pt.